Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 220 mg/dl. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received with the cannula deployed and the needle was observed to be exposed past the needle well. The pink slide insert was visible in the viewing window and the linkage assembly was in the deployed position. Upon opening the device, the formed needle was not seated in the slide retract and the slide retract was observed to be damaged. The needle was observed to bent. During investigation, the hard cannula was manually seated in the slide retract to reset the needle mechanism. The hard cannula dislodged while the needle mechanism was being reset into its loaded position, because of the damage to the slide retract.